Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the remote monitor was too hot to touch. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950jlq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor failed during interrogation test; found defective radio frequency (rf) head battery; found error code (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.